Event description:
The facility returned the pump for service. During testing, a failure code 703 was found in the pump's event history. According to the biomed, no patient injury and no medical intervention have been reported.